Event description:
It was reported that "the doctor was using a midas drill bit and the drill broke in the patient. The doctor states that he was able to retrieve both pieces. Pieces removed from the patient and a new bit given. Anterior was c2-c3 radical anterior discectomy, at c2-c3 anterior arthrodesis, as c2-c3 anterior cage placement and c2-c3 anterior cervical plating. Posterior is c1-c3 posterior segmental fixation, c1-c3 posterior arthrodesis and harvest of autologous iliac crest bone graft. On follow-up no additional actions were noted. There was no report of patient impact.

Manufacturer narrative:
Report confirmed based on available information. No evaluation was performed, as the device was not available. On follow-up no additional actions were noted. There was no report of patient impact. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.